Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patients condition was critical before the implant. During the procedure the ventricular lead was placed before in septum and then on anterior wall. The sensing was 2.5 mv so the physician placed the lead in apex (sensing 17mv , threshold 0.7x0.4 ms; imp 700 ohm). The patients blood pressure dropped, he had cardiac tamponade, the doctor performed a pericardiocentesis and subsequently the blood pressure increased. The pressure dropped again, the maximum was 40. The patient died during the attempted implantation procedure due to heart wall perforation resulting in cardiac tamponade. Should additional information be received, this file will be updated.